Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during thorascopic lobectomy, after the reload has been installed in stapler, it cannot advance the reload. After replacing two new reload it still did not work. No injuries was caused by this malfunction.